Manufacturer narrative:
The t:slim user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose level ranging between 229-335 mg/dl. During troubleshooting it was found that the customer had not adjusted their pump time for daylight savings. Tandem technical support (cts) guided the customer through correcting the time on the pump. Recommendation was made to consult with their health care provider to discuss diabetes management.